Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive and illegible, and preventing interaction with the device. Although there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, the issue required attention. Technical support arranged a replacement pump and confirmed that the customer was informed about the necessity of replacement. The customer was provided with instructions for using a replacement pump with serial number (B)(6) as backup therapy. The customer was also instructed to return the problematic pump to tandem within 10 days using the provided pre-paid label and return box.